Manufacturer narrative:
This report was submitted to correct the device product code and 510(k) number. The following sections were corrected: device product code: jey corrected to hrs. PMA/510(k) number: k121589 corrected to k142823. (B)(4).

Event description:
This follow-up report is being submitted to relay corrected and additional information.

Manufacturer narrative:
The products were returned for evaluation. The product identities were confirmed in the evaluation. The device history records and material certifications were reviewed and no non-conformances were found. The drivers were visually evaluated and they both show signs of normal use. The drivers were functionally tested and had no issues inserting and removing the screw. The drivers were inspected and passed the inspection. The complaint was unconfirmed as the drivers were able to insert a screw with no issues. The most underlying cause was determined to be user error. According to the evaluation, there are no indications of manufacturing defects.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the gears in the angled driver appear to be broken as the driver would not turn a screw completely. There was a three minute surgical delay as a second driver was available to complete the ribfix procedure.